Manufacturer narrative:
The system has been returned for analysis; however, the evaluation has not been completed. Upon completion, a supplemental report will be submitted with the evaluation findings.

Event description:
It was reported that while monitoring a patient with the ev1000 system it was observed that the cardiac index values were inaccurate although the clinician thought that the cardiac output values were accurate. They exchanged the suspect ev1000 system for a different ev1000 system and resumed monitoring without any further issues. The customer stated that they may have put in incorrect patient demographics but were not sure. There is no report of patient treatment administered based on the perceived inaccurate values. There was no patient harm or injury reported. Patient demographics were unable to be obtained. After multiple attempts, no further information was able to be obtained.

Manufacturer narrative:
There was one ev1000a platform system that was returned for product evaluation. The returned system was connected to a known good working clearsight system that included a pump unit, pressure controller unit, hrs unit and a patient simulator for analysis and testing. The examination found that the cardiac output numbers that were received were stable at 6.4 and the cardiac index numbers received were stable at 3.8. The suspect databox was exchanged for a known good working databox and the test was re-run and the numbers were stable and did not change. The suspect databox was then used with a known good working kontron panel, exchanging out the suspect panel, and the test was re-run and the numbers were still stable and did not change. There was no defect found. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. The reported event was not confirmed by evaluation. There is no evidence or indication that a manufacturing defect is responsible for the reported issue. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. Issues such as poor finger profusion, improperly applied finger cuff, incorrectly sized finger cuff, failing to zero the device may lead to inaccurate hemodynamic measurements. The operators manual instructs the user on these above stated factors that can lead to inaccurate values. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.